Manufacturer narrative:
The mesh sample was returned for evaluation. The evaluation notes that the mesh was altered by the user to add a keyhole feature by cutting the mesh approximately half its length. The IFU supplied with the device allows for alteration of the mesh. The patch was cut along the centerline from the back to the shaped end approx. 2.5 inches. The first 1.25 was a clean cut of the material. The remaining 1.25 the material was damaged. As reported the suture pulled free from the mesh. The damaged area at the apex of the mesh measures 3.6 mm from the edge. The IFU states the minimum distance for fixation points should be 4 mm from the mesh edge. Visual examination of the mesh under magnification found no anomalies. It appears that the damage was related to force applied to the mesh with a contributing factor being that the distance from the edge of the mesh that the suture was placed, is less than the recommended minimum distance stated in the IFU and not due to material condition. However a definitive root cause has not been determined. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date this is the only reported complaint for this manufacturing lot of 255 units, released for distribution on 07/29/2015. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was reported to davol: it is alleged that on (B)(6) 2016 during a right inguinal hernia repair using a bard/davol preshaped mesh, "after the hernia was reduced then closed in a purse-string fashion; the mesh repair was undertaken using a lichtenstein technique, using the preshaped polypropylene mesh. This was implanted with a suture and again in the region of the pubic tubercle, at the apex of the mesh, and it tore through, with several millimeters into the mesh portion itself, so that mesh was removed and taken from the sterile field. A new mesh was then brought to the sterile field and placed without incident."